Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated, and blood leak on the valve. Physician prepped the faradrive sheath on the back table. The sheath was then inserted into the vasculature. The physician aspirated the sheath twice, each time significant air was pulled into the syringe. Consistent back flow of blood was then observed at the valve of the sheath. The sheath was then replaced. The procedure was completed without patient complications. The sheath is not expected to be returned as it was disposed.